Event description:
Customer support team was contacted directly by the customer. Customer reported the device "wouldn't do anything." There was no activity from the blade when attempted to use. Opened another to complete the case. There was no consequence to the pt.